Manufacturer narrative:
This report is submitted on june 14, 2021.

Event description:
Per the clinic, the electrode array was incorrectly inserted into the vestibular cistern, resulting in the decision to explant the device. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 8, 2024.